Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedances on the left ventricular (lv) channel. The lv lead is another manufacturer's product that is positioned in the rv septum. The physician suspected that the lv lead was fractured but no chest x-ray was obtained to confirm this. The lv lead was reprogrammed and an impedance value within normal limits was obtained. This crt-d remains in service. No adverse patient effects were reported. This report is being submitted due to an updated conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedances on the left ventricular (lv) channel. The lv lead is another manufacturer's product that is positioned in the rv septum. The physician suspected that the lv lead was fractured but no chest x-ray was obtained to confirm this. The lv lead was reprogrammed and an impedance value within normal limits was obtained. This crt-d remains in service. No adverse patient effects were reported.